Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 26 mg/dl and 100 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The discrepant results occurred once several months ago. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter comfort curve test strip lot # and exp date unk.